Event description:
It was reported that there was a problem with the pace/sense portion of this right ventricular (rv) defibrillation lead; therefore, that portion was surgically abandoned. Approximately five years later, the patient underwent a valve surgery. During the procedure, the physician intentionally cut the shocking portion of the lead when placing the new valve. That portion of the lead was also surgically abandoned. No additional adverse patient effects were reported.